Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that last friday, the patient went to the doctor for follow-up and the manufacturer's representative reset stimulation and changed to make more effective. The patient started getting stimulation in the wrong area: under the breast and chest and it was ¿really becoming a problem.¿ it started over the weekend/sunday morning. It was so bad, the patient had to turn it off last night. The reporter called the manufacturer's representative and left a message this past monday, but had not heard back. The patient also called the healthcare professional (hcp), but was unable to get in touch with them either. The patient needed it adjusted. The patient had an appointment for the (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.